Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem reoccurred.